Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the provided patient x-ray. Examination of the provided x-ray has found the reported plate has broken near the proximal portion. The investigation has found sufficient evidence to confirm the reported event. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 238.660-us, synthes lot #: l355473, release to warehouse date: 31 mar 2017, manufactured by: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent an orthopedic procedure. This was a non union proximal femur osteotomy fixed with synthes 130 degree blade plate. It was noted that the plate was broken due to non union. There was an unknown surgical delay. It was unknown if the procedure was completed. Patient status is unknown. There is no further information available. This report is for one (1) angl-bladepl 130° 6ho l104 blade80 sst. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the provided patient x-ray. Examination of the provided x-ray has found the reported plate has broken near the proximal portion. The investigation has found sufficient evidence to confirm the reported event. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 238.660-us, synthes lot #: l355473, release to warehouse date: 31 mar 2017, manufactured by: grenchen. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent an orthopedic procedure. This was a non union proximal femur osteotomy fixed with synthes 130 degree blade plate. It was noted that the plate was broken due to non union. There was an unknown surgical delay. It was unknown if the procedure was completed. Patient status is unknown. There is no further information available. This report is for one (1) angl-bladepl 130° 6ho l104 blade80 sst. This is report 1 of 1 for (B)(4).